Event description:
It was reported that the targeted tip in the PICC-line and the rest of the tubing was disconnected and hanging on the floor. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-03206 for details pertinent to this event.